Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase. Daily pace impedance trend data shows an abrupt increase for ventricular pace bi impedance=627 to 988 ohms peak between (B)(6) 2011 and (B)(6) 2011. Std review - lead integrity alert triggered programmer data shows a lead integrity alert on (B)(6) 2011 15:00:04. Sensing - interference/noise ventricular short interval count v-sic=6.9 counts avg/day, in 190.04 days, between (B)(6) 2010 20:39:49 and (B)(6) 2011 21:39:41.

Event description:
It was reported that lead integrity alert (lia) triggered, and the lead exhibited a rise in impedance and oversensing. The carealert was reset to monitor the lead monthly. The lead remains in use. No patient complications have been reported as a result of this event.